Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.